Event description:
It was reported that the patient presented in clinic. It was discovered that the right atrial (ra) lead was exhibiting noise. Programming changes were made. The patient was in stable condition.